Manufacturer narrative:
Investigation code 3331: device history record (DHR) review-based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
A 12.6mm vicm5_12.6 implantable collamer lens -14.0 diopter was implanted into the patient's right (od) eye on (B)(6) 2021. The surgeon reports permanent loss of bcva and endophthalmitis. Diagnostics were performed; no organism was found. A vitrectomy, intravitreal antibiotics, and a vitreous tap were performed (B)(6) 2021. On (B)(6) 2021 a vitrectomy was performed and the lens was explanted, phaco-emulsification and iol implantation was performed as the patient had developed a cataract. Problem is resolved.